Manufacturer narrative:
Company rep evaluated the system. Correction includes replacement of the cpu board and co2 module.

Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.